Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that presented remotely via merlin at home transmission. Upon review of electrogram, the patient's implantable cardiac monitor(icm) exhibited false pause due to loss of contact. No programming changes were recommended or made. The patient did not have any reported symptoms.